Event description:
It was reported that after the foley catheter insertion, there was no urine outflow. In addition, a small amount of leakage was observed near the urethral opening. This was checked twice, at 1 hour and 2.5 hours after the start of surgery, but no urine was flowing into the catheter. After replacing the tray kit with a new one, approximately 200 ml of urine was drained. When attempted to inject saline into the drainage lumen of the first catheter that was unable to drain, but there was no leakage partway up the shaft, and saline came out from the drainage eye at the tip of the catheter. From the above, no blockage within the drainage lumen or visible damage such as cracks in the catheter shaft were found, but the armpit leakage and poor drainage symptoms persisted, so would appreciate your investigation to determine the cause.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.